Event description:
A siemens customer service engineer (cse) was performing maintenance on an advia centaur instrument and observed smoke being emitted from reagent probe 2. There were no reports of adverse health consequences due to the smoke emitted from the instrument.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered a corroded and burned connection from pack to cuvette stepper motor on the reagent probe 2 pcb. The cse replaced the reagent probe 2 arm, printed circuit board (pcb), ribbon cable, probe tubing, diluter and heater coil. The cause of smoke being emitted from the instrument was an electrical problem. The instrument is performing according to specifications. No further evaluation of the device is required.